Manufacturer narrative:
Updated h6 confirmation received patient died.

Event description:
The customer reported that no audible alarm at the device. The device was in use at time of event. A patients death was reported.

Event description:
The customer reported that the patient arrested and there was no audible alarm at the device. The device was in use at time of event. A patients death was reported. Field service engineer (fse) went to the customer site. The fse obtained the requested piic logs and mx40 pwm logs. A philips product support engineer (pse) reviewed the logs. Based on the review of the pic ix and mx40 pwm log and alarm review data, the pse determined that the mx40 performed as specified and recognized and alarmed for changes in the patient¿s condition. The device was confirmed to be operating per specifications and no failure was identified.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient arrested and there was no audible alarm. The device was in use at time of event.